Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt was at home experiencing yellow wrench/red heart alarm-power advisory alarm. The pt changed out the controller cell battery and the alarm resolved. A few hours later, the pt experienced another yellow wrench/red heart alarm-low rate. The pt then changed the vent filter and the alarm resolved once again. An hour later, the device alarmed again yellow wrench/red heart alarm-controller malfunction and low rate. The pt then hand pumped themsleves to the hosp. The pt was placed on pneumatic support upon arrival to the unit. It was noted the pt had right sided weakness and aphasia 24 hours post pneumatic actuation. The CT scan confirmed the pt had a cva. Heparin was started at that time and tpa was given per the surgeon. The cva was resolved and the pump was exchanged. Upon explant, it was noted significant thrombus around both inflow and outflow valve conduits and leaflets by the surgeon. The pt is doing well post pump exchange. The pt remains on lvad support while awaiting a heart transplant.